Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported. A specific cause for the reported heart transplant could not be conclusively determined through this evaluation. The patient underwent a heart transplant on 08may2023. Whether the patient's outcome was device or therapy related was not provided. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. It was reported that no additional information regarding this event was provided by the customer. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation. Additional information was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.